Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that the system cannot make x ray. Upon remote service, rse identified that ippc and hard-disk need replacement. The phillips engineer suggested for replacement of ippc and hard disk. The customer order and replaced ippc and hard disk on their own. After this, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system could not produce x-rays. The system was in clinical use. There was no reported patient or user harm.